Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available.

Event description:
Additional information received stating that they cannot confirm what cement was used. Simplex is most commonly used on the glenoid. The rotator cuff failure was due to natural progression. Affected side: left side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a revision of a global unite anatomic total shoulder replacement, and converted to a delta xtend reverse total shoulder replacement due to rotator cuff failure and instability. The stem was well fixed and was retained, but the proximal body (110040000), head (114400600), and glenoid component (113641026) needed to be removed in order to perform the conversion procedure. I am unsure when the primary surgery was done. Unable to get the lot number for the proximal body (110040000). When the glenoid component glenoid component (113641026) was removed one of the peripheral pegs broke off which was then removed. The surgeon noted that this component was actually loose. He said this will have been caused by the instability of the shoulder exerting rocking forces on the glenoid component and eventually loosening glenoid implant. This is because the cuff was deficient.